Manufacturer narrative:
Submit date: 05/03/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that there was an issue with an enteral feeding pump. The representative reports that the unit's reading finishes earlier than the scheduled time. There was no patient involved.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit¿s reading finishes earlier than the scheduled time. The unit was triaged and the complaint could not be confirmed. An accuracy test was performed and all readings are within specification. Kangaroo epump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.